Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported tha the patient expired due to a subarachnoid hemorrhage. The pump was noted to be working fine throughout.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.